Event description:
It was reported that during an unknown procedure, the device did not function at all at the 1st firing. The knife reverse switch did not work, so the manual override lever was used to release the device. The battery and the cartridge were loaded properly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # 664a47 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with an ecr60b reload present. The reload was received partially fired 1/2. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. No functional test was performed due the condition of the device. The partially fired is consistent with an incomplete or interrupted cycle. The device opened and closed without any difficulties noted. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkheads contacts is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.